Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed; the exact location of the air bubbles was not provided by the customer. Blood glucose level was 236 mg/dl. No additional information was provided regarding this event.